Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "vascular occlusion" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting a patient in the lips with 1 cc of juvéderm volbella® xc. Within hours, the patient reported a ¿dusky area¿ appearing from the lower lip down to marionette lines. The patient returned and within 5-6 hours, the area was treated with hyaluronidase. The patient noted immediate improvement. The patient developed ¿some small pustules¿ over the next few days but all symptoms have resolved.